Event description:
It was reported that the device was reading low pressure. The issue was found during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received (B)(6) 2024. One device was received for investigation. During visual inspection it was observed that the knob cap was missing and front panel was slightly bent. The reported issue was confirmed during functional testing. The investigation traced the issue to the device cycle light which was out of calibration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device sintered filter, lithium battery CPAP cartridge, and o rings were replaced. The peep and device cycle light were recalibrated.